Event description:
The customer called for help with her contour meter. Her initial complaint did not meet the criteria to be reported, but her test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 and 375 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.